Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify event date along with procedure date. Actual received date is sep 6. Additional information was requested, and the following was obtained: what was the initial procedure? What is the procedure date? (B)(6). Could you please confirm if the patient suffer from any consequence due to the issue (breakage suture)? There was no any consequence occur. Could you please confirm device's availability? It indicates availability unknown. Not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent an unknown procedure in 2021 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.